Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with his quickserter device and stated that the quickset does not fully lock into place. Customer declined to speak with the help line for assistance. Customer stated he had a couple of highs (300's mg/dl) and lows (40's mg/dl) in regards to his blood glucose levels. No additional information provided.